Event description:
It was reported that the insulin pump was stuck in the rewind and prime process. The customer's blood glucose was 18.3 mmol/l, which was treated with the insulin pump. During troubleshooting the insulin pump alarmed an error. The customer was advised to disconnect from the device and check the drive support cap. The customer reported that the drive support cap was sticking out. The customer stated that they had pushed on the cap but not while the insulin pump was connected to their body. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.